Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it could not complete testing.

Manufacturer narrative:
Follow-up #1: additional information - 12/05/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors on the computer/analog and defibrillator pcas. The oxidation build-up on the tin connector pins increased the resistance, causing the pulse test failure. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (scan not run detect and treat) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it could not complete testing.